Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse performed the acid clean routine and ran precision for ecrea on three samples. The cse observed imprecise results on the first sample run. The cse replaced sample probe 2, reagent probe 3, reagent probe 4, and their corresponding drains. The reagent probe 3 arm was replaced and the cse verified the cuvette dispensing and drying performance. The cse ran service methods tests and all were acceptable. The cse performed the acid clean routine again, followed by another precision run where precision on all samples was acceptable. Siemens healthcare diagnostics has confirmed that in isolated cases when ecrea is processed immediately after the weekly automated acid clean routine during probe test, there is the remote potential for an elevation of greater than 15 percent in the ecrea result. While siemens understands that customers routinely run quality control (qc) after system maintenance, it is particularly important to run ecrea qc after the probe test to identify a potential elevated ecrea result. Customers in the united states were sent urgent medical device correction (umdc) vs-17-01.a.us and customers outside the united states were sent urgent field safety notice (ufsn) vs-17-01.a.ous in march 2017. The umdc and ufsn are entitled "elevated enzymatic creatinine (ecrea) results following dimension vista acid clean (acln) routine." The umdc and ufsn explain the issue, the risk to health, and the actions to be taken by the customer.

Event description:
While conducting a study, the customer obtained discordant, falsely elevated enzymatic creatinine (ecrea) results on one patient sample on a dimension vista 1500 instrument after performing the acid clean routine. The sample was being used as part of a study and not for reporting purposes. There were no adverse health consequences or impact to patient treatment due to the discordant results obtained during a study.